Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during routine follow up, the right atrial (ra) lead had high capture thresholds and low sensing amplitudes. Lead dislodgement was confirmed by x-ray. The patient underwent a revision procedure. This lead was explanted and discarded by the physician. No additional adverse patient effects were reported.